Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic with episodes of high ventricular rate, oversensing was observed on the right ventricular channel. No noise was reproducible. The patient was stable throughout and will continue to be monitored.